Event description:
It was reported, the pt ((B)(6)) is experiencing a loss of efficacy from his dbs system. The amplitude for the pt's stimulation program must be continually increased in order to maintain the therapeutic benefit. This issue has reportedly been occurring since (B)(6) 2012. The pt is scheduled to follow-up with the treating physician in 3 months. Replacement of the ipg is currently under consideration.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.